Event description:
It was reported that the stapler was used during a colostomy. It was reported that the staples did not form properly. There was no patient consequence. Another device was used to complete the case.